Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes of the alleged failure hanging fibers inside distal end. Metal seam that meets inner channel inside distal tip possible chipped/tearing is due to friction problem identified, problems caused by its surface coming in contact with another surface or fluid. The most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had adhesive around the objective and light guide lenses that was chipped. There was no patient involvement.